Event description:
Patient's IV veletri infusing from cadd pump to right chest central venous catheter (cvc) was leaking. Patient reported that she felt her shirt was wet and that tubing had been leaking which she said occurred within the last hour. Patient's vitals were stable and she was asymptomatic. Tubing was immediately changed with 3 registered nurses (rns). Physician assistant (pa) from primary team was informed. After investigation with the staff involved, it was determined that the issue is not the IV tubing but the maxplus attached the hickman port. What happens is the maxplus slowly twists off the line.